Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance and replaced the measuring cell. The fse performed air purge, mechanism checks, calibration, qc, and precision successfully. No further issues were reported after the fse intervention. The investigation determined the issue was hardware-related, and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
There was an allegation of questionable total psa results for one patient sample tested on a cobas e 411 analyzer (rack system). The customer indicated that they were seeing qc issues where the results were dropping lower and imprecise. For the following sample, the physician questioned the initial result and requested a repeat test. The initial result was 4.86 ng/ml. The repeat result was 0.052 ng/ml. Neither result was deemed correct.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.